Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited oversensing due to routine capacitor maintenance in midst of high intrinsic rate. The patient had no consequences and will continue to be monitored.